Event description:
It was reported that when using the bd pyxis¿ es server, new patients and orders were not crossing over. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server transfer layer security (tls) settings were not configured properly. A technical support specialist (tss) dialed into the server and verified configuration settings, identifying that the server time was approximately 4 hours ahead due to being set to the eastern standard time (est) time zone. Further investigation with the customer confirmed the server was unable to read the configured network time protocol (ntp) source due to a corrupted group policy store. The tss followed the steps in the knowledge articles ¿wsus-windows updates fail to check or install updates due to corrupted group policy¿ and ¿how to adjust station ntp server settings¿ to repair the group policy store and configure the time. Post-fix validation included running a server downtime query, which confirmed xml message timestamps were aligned with the es server, and messaging debug logs showed no errors. The tss then confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.